Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an impedance warning for increased defibrillation coil impedance. Since the time of the warning the impedance had returned to baseline. 40 nsvt (non-sustained ventricular tachycardia) episodes were noted the same day. The lead remains in use. No patient complications have been reported as a result of this event.